Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke at 70,000 joules. Also, it was reported that this was not caused by misuse. The device was not returned for evaluation.